Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and cartridge prior to troubleshooting with tandem's technical support. The customer's blood glucose (bg) level was 287 mg/dl. The bg level was addressed by the customer changing the site and delivering a bolus.